Event description:
It has been reported that there is an occlusion problem. It was an occlusion alarm. The defect was reported during the infusion and seen during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for investigation. It was reported that issue was " been reported that there is an occlusion problem. The defect was reported during the infusion and seen during testing. There was no patient involvement " and it was able to be duplicated. The reported issue was determined to be caused by a cracked dso seal and decalibrated dso sensor. Problem was resolved after replaced dso seal and recalibrated dso seal. Device submitted for functional and delivery tests after repair activities completed afterwards the device shall be returned to the customer once passing results for functional/delivery tests are confirmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.